Event description:
The patient contacted animas on (B)(6) 2013 reporting issues with erratic blood glucose levels. The patient indicated that blood glucose levels went as high as 300 mg/dl with thirst and as low as 38 mg/dl with cold sweats and confusion. The patient confirmed that there were no alarms on the pump and no indication of any interruptions in the insulin delivery. The patient confirmed that there was no sign of illness, no changes in diet, medication, or activity. The patient reported that the rates were adjusted by a health care professional and blood glucose levels were within target range since the adjustments were made. This report is made based on the allegation that the patient experienced erratic blood glucose levels related to a need for changes to the basal insulin regimen.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: the black box begins on (B)(6) 2013. The pump was used after the original complaint date (B)(6) 2013 and all histories and black box data for event have been overwritten. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with the complaint in the current black box or alarm history. The pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required range. The force senor calibration check is out specifications. A pinkish contrast was observed on the display screen. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.